Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) female coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis with unknown cause. Remedial treatment included the initiation of fortum, 1 gm, ip daily, reflin, 1 gm, ip daily, and amikacin, 100 mg, ip, continuing. By the time of reporting, the outcome of the event of peritonitis was unknown. Action taken with dianeal pd2 ultrabag was not reported. The event of peritonitis was assessed as not related to dianeal pd2 ultrabag therapy.